Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation: the zilbs-635-10-8 device of lot number cf1407617 involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The investigation will be updated once the device has been returned and evaluated. Lab evaluation ¿ n/a. Document review: prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-10-8 of lot number cf1407617 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1407617. Engineering have confirmed that this device is the old zilbs device design and was issued with instructions for use (ifu0065-1). At the time of manufacture and issue, this device was not intended for ¿side-by-side¿ stenting. As per the input received from engineering, there is evidence to suggest that the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the user placing the stents in a side-by-side manner. This was not permitted with the old zilbs device design. It is possible that excessive force during deployment resulted in both stents becoming damaged. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Zilver 635 got damaged while deploying. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent fracture'. No adverse effects to the patient have been reported as occurring.

Event description:
Zilver 635 got damaged while deploying. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent fracture'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
PMA/510(k)#: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zilver 635 got damaged while deploying. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent fracture'. No adverse effects to the patient have been reported as occurring.